Event description:
It was reported that the patient presented at the emergency room for a follow up (B)(6) 2024. The patient reported twitching in their chest. The patient was subsequently seen (B)(6) 2024 to discuss a potential left ventricular (lv) lead revision. Lv lead dislodgement was confirmed. The patient was initially scheduled for a lv lead revision (B)(6) 2024, but this was canceled due to the patient's low blood sugar. The procedure was re-scheduled for a future date. The lv lead was programmed off pending surgery. The patient was stable.

Event description:
New information received notes the patient was brought to the electrophysiology (ep) lab for a left ventricular (lv) lead revision. The lv lead was explanted and replaced. There were no complications. The patient was stable.

Manufacturer narrative:
Correction: section h6: dyspnea code for shortness of breath. Correction: section b5: correcting to include shortness of breath as a symptom prior to the procedure.

Event description:
The patient also experienced shortness of breath prior to the procedure.